Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. The device was programmed to deliver an unspecified volume of packed red blood cells (prbc) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the patient's mother noted air in the tubing set distal to the device. At that time, the patient's mother clamped the tubing set and reported the device alarmed for air in line. The nurse reported that the air originated below the y-site of the tubing set proximal to the device, with segments of air in the tubing set approximately 36 cm distal to the device. It was reported that a kink was noted in the tubing set, proximal to the device. The customer contact indicated that the patient's mother reported that no air was delivered to the patient. The device was removed from clinical use. Therapy was completed using a replacement device and tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.